Event description:
Reporter called on behalf of her husband to report an adverse event and product issue involving the abbott libre 3 sensors. Reporter stated on (B)(6) 2025 her husband, (B)(6), was at work when his sensor gave a low reading of 52 so he drank juice, but it didn¿t help increase his blood sugar. Reporter said later that day after work, her husband was not feeling well, and his cheeks were red and when she checked his sensor it read 52 so she figured he was still low. Reporter stated she gave him honey, juice and sugar under his tongue but still the sensor was reading 52. Reporter stated she called the nurse who advised her to go to the ER and before she went, she did a finger stick and discovered his blood sugar was 328. Reporter stated the sensor was reading low and providing inaccurate results which then led her to treat him incorrectly. Reporter also said they received a pack of 6 sensors and 4 out of the 6 were bad, they immediately gave an error message to replace sensor. Patient code: 1905. Device code: 2460, 3023. Reference reports mw5181346, mw5181347, mw5181349, mw5181350.